Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated updated: b4, b5, g3, g6, h1, h2, h6, h10, h11. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent the fist stage of a two stage revision for infection on an unknown date. Subsequently, the patient underwent the second stage revision successfully. There are no additional details available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d1, g3, g6, h1, h2, h3, h6, h10, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. From the provided diligence log, it appears as though a persona ps femoral was used in conjunction with a nexgen all poly tibial. That combination would be considered as not compatible. Complaint history review cannot be performed without product identification. Medical records were not provided. The cause of the initial infection cannot be determined. The product was placed after the initial infection remained unresolved. Additionally, the sales representative reported the use of two different/separate product lines used in conjunction. Cross-use of product(product lines) is not considered to be compatible and is considered as off label use. This complaint cannot be confirmed. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient was undergoing a second stage revision for unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: canada. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported) unk femoral lot# unk. Unk bearing lot# unk.